Manufacturer narrative:
The product was returned with the membrane completely unfolded. The returned sheath was over the catheter. A kink was found on the catheter tubing approximately 54.1cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed, and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a

Manufacturer narrative:
Complete reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy the pressure readings were not displayed. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.